Event description:
It was reported that the patient had their ventricular lead replaced due to it was "bad." It was further reported that the ventricular lead was not capturing at times, even afer being reprogrammed. No patient complications were reported as a result of this event.

Event description:
It was reported the patient had their ventricular lead replaced due to it was "bad". No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.